Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the rigid endoscope sheath ceramic tip was loose. The issue occurred, during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the results of the investigation, the cause of the loose tip was the repair of the ceramic tip by a third party not authorized by olympus. The defined biocompatible characteristics are no longer guaranteed, for example; it was unknown if an improper adhesives was used or improper materials were used. Additionally, the defined mechanical characteristics are no longer guaranteed; for example the melting of improper insulation material instead of the ceramic manufactured by olympus. Olympus will continue to monitor the field performance for this device.